Event description:
It was reported that stent damage occurred. The totally occluded target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). Following predilation with a 2.5mm balloon catheter, a 38x3.50mm promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The physician tried to readvance the stent using a guidezila guide extension catheter and another non-bsc catheter but the stent still failed to cross the lesion. The device was removed and the physician noted that the middle part of the stent was lifted. The procedure was completed with another 32x3.50mm promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent strut at the mid-section of the crimped stent was damaged with a stent strut lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance in an attempt to withdraw the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The totally occluded target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). Following predilation with a 2.5mm balloon catheter, a 38x3.50mm promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The physician tried to readvance the stent using a guidezila guide extension catheter and another non-bsc catheter but the stent still failed to cross the lesion. The device was removed and the physician noted that the middle part of the stent was lifted. The procedure was completed with another 32x3.50mm promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).